Event description:
Boston scientific received additional information that this previously surgically abandoned lead was explanted during a device changeout procedure. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically abandoned and another boston scientific lv pacing lead was implanted without issue. As the lead will not be returned, clinical observations cannot be confirmed. This report will be updated if additional information becomes available.

Manufacturer narrative:
The lead was explanted. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this left ventricular pacing lead exhibited pacing impedance measurements of greater than 2,000 ohms. It was noted that the patient had been involved in a motor vehicle accident. The lv lead was determined to be fractured.